Event description:
It was reported that this right atrial (ra) lead was explanted due to a non-product experience. No additional adverse patient effects were reported. Additional information from the field indicates this device was electively explanted at the patients request. No adverse patient effects were reported.

Manufacturer narrative:
This event in no longer reportable since additional information from the field indicates this device was electively explanted at the patients request. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a non-product experience. No additional adverse patient effects were reported.